Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service to report the micropore surgical tape. Patient stated that the tape cause irritation and was told to use vitamin e but doesn't help much. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".